Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user attempted to change the battery on the external pulse generator (epg) while in use with a patient and pacing stopped immediately. The battery drawer was re-inserted and pacing resumed. It was not known if instructions for changing the battery were followed or if a new battery was installed in the epg prior to being used on the patient. It was noted that the patient suffered a few seconds of asystole. The epg remains in use. No further patient complications have been reported as a result of this event.